Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his abbott diabetes care (adc) reader due to the reader "not charging." As a result, customer experienced "fatigue", "loss of urine", "dizziness", and was unable to self-treat, requiring going to the hospital. At the hospital, a healthcare professional (hcp) provided unspecified third-party treatment noted as "no medication." There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to test using his abbott diabetes care (adc) reader due to the reader "not charging." As a result, customer experienced "fatigue", "loss of urine", "dizziness", and was unable to self-treat, requiring going to the hospital. At the hospital, a healthcare professional (hcp) provided unspecified third-party treatment noted as "no medication." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was de-cased and attempt to download data from the reader however unable to extract data from the reader due to an error. An extended investigation was performed. Visual inspection was performed on the returned reader and damage usb charging port and liquid contamination in the charging port was observed. The returned battery voltage was measured and results were outside specification and battery was replaced. The damage usb charging port prevented the battery from charging and damage was caused due to consistent misuse of usb charging port and incorrect cable insertion. Unable to extract reader data due to the liquid contamination in the usb charging port. Therefore, issue is not confirmed to use due to damaged usb charging port. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.